Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device casing was opened and the battery was removed; an external power source was connected to the device in order to measure the current usage. The device functioned in normal fashion; however, internal measurements noted a high current drain. Detailed analysis isolated the problem to a degraded capacitor which resulted in rapid battery drain.

Event description:
Boston scientific received information that an allegation of early battery depletion had occurred with this device. An invasive device change out procedure occurred and the device was reportedly explanted due to normal battery depletion, with high outputs of 5.0 volts at 0.5 milliseconds. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Event description:
--